Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ syringe plunger was difficult to move. The following information was provided by the initial reporter: it was reported by the sales representative that the syringes were causing difficulties to flush. Per email: description of the complaint ¿ smartsite exension set will not flush when saline syringe is attached. Rn able to attach saline syringe to nfc hub but unable to aspirate or flush the nfc or tubing. Once flush is disconnected and reattached, sometimes able to aspirate and flush extension set but other times not. Some extension set/nfcs require multiple attempts to find ability to flush the ext. Set. If flush remains attached to nfc and extension set following clinician inability to flush (1+ hour), there are times when flushing is able to be achieved. To this cs, it appears that the internal nfc valve may not be opening/compressing enough, to allow for fluid to move through nfc. Once removed/reattached, the "seal" is broken, or better connection is made that allows for fluids to move through the nfc. The customer is highly frustrated with this concern as they report it is happening at random with no direct link to lot number.